Event description:
Approximately one (1) year ago patient was fused at l2-s1. The patient was returned to the operating room for extension of the fusion to include t10-l2 hardware was intact). As the surgeon was tightening the screw in the transconnector at l2 on the right side, the tip of the screwdriver broke off in the recess of the screw. The surgeon chose to leave the piece in the screw and completed the procedure without further incident. No adverse effect to the patient was noted. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device has been received. Hexagon tip is broken off and was not sent back for investigation. The manufacturing documents were reviewed and no complaint related issues were found. The relevant dimensions of the hexagon can not be verified anymore as the broken fragment was not sent back for investigation. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Based on this finding we can only assume that a mechanical overload caused this breakage. This screwdriver is not indicated for use in spine procedures, and therefore, this failure mode is not in the scope of the risk assessment or functional and design requirements. As such, there are no design aspects which can be positively correlated to a failure of this type. The screwdriver was used off indication.